Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis manifested by cloudy effluent. The patient was not hospitalized for the event. On the same day as the onset, the patient was treated with injection ceftazidime (1gm, in first bag then 250mg in each bag, intraperitoneally, for nine days) and injection cefazoline (1gm, in first bag then 250mg in each bag, intraperitoneally, for nine days). A week after event onset, the patient recovered from the peritonitis. At the time of this report, pd therapy was ongoing. No additional information is available.